Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported machine and proximal pressure failures. Reportedly, customer observed multiple error codes. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Patient/user involvement: through follow-ups, customer indicated the unit was not in use on a patient. Resolution and disposition: customer replaced the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem and unit has been returned to service. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.